Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient has new pets and did not wash his hands prior to beginning therapy. On the same day as onset, the patient was hospitalized for the event. Treatment was begun the same day and included intraperitoneal vancomycin (210 mg, every day, duration twenty-four days) and intraperitoneal gentamycin (70 mg, every day) for peritonitis. The gentamicin was discontinued seven days later as it was determined the bacteria was resistant. Treatment with vancomycin was continued for twenty four day. Four days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.